Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for glass breakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® acd solution a blood collection tube has been found with glass breakage after use. The following has been provided by the initial reporter: it was reported that a tube broke while in transport. Customer states that the tubes were wrapped in a blue chucks pad and transport to lab about an hour away, when they went to open the package one tube was broken in the package. Neither instance caused a sharps injury or had exposure. All were contained within plastic bags. Customer called in to report samples are breaking, one on 10/23/19 broke while in transport ( transported as usual). No noticeable defect present. Complaint 1 of 2.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® acd solution a blood collection tube has been found with glass breakage after use. The following has been provided by the initial reporter: it was reported that a tube broke while in transport. Customer states that the tubes were wrapped in a blue chucks pad and transport to lab about an hour away, when they went to open the package one tube was broken in the package. Neither instance caused a sharps injury or had exposure. All were contained within plastic bags. Customer called in to report samples are breaking, one on 10/23/19 - broke while in transport ( transported as usual). No noticeable defect present. Complaint 1 of 2.